Manufacturer narrative:
Associated reports: 3004721439-2018-00224. Investigation: visual inspection: no significant deformations or damages of the valve were detected during the visual inspection. A subsequent measurement of the parallelity of the valve housing showed a slight deformation of the housing existed. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: we have dismantled the valve. Inside the valve we have found a slight build up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. The valve operates within the specified tolerances. As described in our literature, the problem encountered is one of the known, inevitable risks of hc therapy by shunt implants. No CAPA is necessary. Corrected data: height: 160 cm.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "1y 8m po valve is not adjustable. Explanted." All medwatch submissions related to this patient/report are: 3004721439-2018-00224; 3004721439-2018-00226 (this report).